Event description:
The pt reportedly experienced decrease in performance. External equipment was exchanged. However, the problem was not resolved. Testing confirmed that the device was functional. Surgery to explant the pt's device has been scheduled.